Event description:
Was in more pain than usually and after a follow up with a st. Jude¿s representative, he told me that one lead is broken. Soon after that, I noticed, the battery inside my body is less than halfway, which I don¿t think it¿s normal. Unfortunately, my pain management doctor has abandoned me, nobody wants to do anything. Looking for a new pain management doctor now. And neither the representatives from st jude¿s are helpful, no report about this accident nor any other kind of showing interest about helping me out.